Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("on second attempt to remove, only part of the insert was removed") in a (B)(6) female patient who had essure (batch no.(B)(4) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "when doctor went to remove the essure the coils became angled" on (B)(6) 2018 and device difficult to use "could not remove entire insert" on (B)(6) 2018. On (B)(6) 2018, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device deployment issue ("there were not enough training coils") and complication of device insertion ("complication of device insertion"). At the time of the report, the device breakage, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and device deployment issue with essure. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of device breakage ("on second attempt to remove, only part of the insert was removed") in a 31-year-old female patient who had essure (batch no. He013e6) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "there were not enough training coils" on (B)(6) 2018, device difficult to use "could not remove entire insert" on (B)(6) 2018 and device physical property issue "when doctor went to remove the essure the coils became angled" on (B)(6) 2018. On (B)(6) 2018, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion ("complication of device insertion"). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("on second attempt to remove, only part of the insert was removed") in a (B)(6) year-old female patient who had essure (batch no. He013e6) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "could not remove entire insert" on (B)(6) 2018 and device physical property issue "when doctor went to remove the essure the coils became angled" on (B)(6) 2018. On (B)(6) 2018, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device deployment issue ("there were not enough training coils") and complication of device insertion ("complication of device insertion"). At the time of the report, the device breakage, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and device deployment issue with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-mar-2018: quality-safety evaluation, entry of FDA codes, expiration date, MFR date and addition of ptc global number reference added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.